Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. Dexcom representative advised patient to confirm transmitter was not discoverable via smart device, and that no bluetooth devices were on aside from receiver and smart device. Dexcom representative walked patient through the new sensor insertion process. Patient verified that the transmitter and sensor were properly inserted, and that the correct transmitter serial number was entered. Patient further confirmed that the correct application and receiver were being used. No additional patient or event information is available.